Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Reportedly, the customer's blood glucose level was 53 mg/dl. The customer consumer carbohydrates to address bg level. During troubleshooting with tandem technical support, the wake button was confirmed to function as intended.